Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2012. Later the patient experienced a prominent ridge on the left side, possible mesh erosion, vaginal infections, urinary tract infections, pain during urination, pain during intercourse, pelvic pain, recurrence of diagnosis, frequency, incontinence, painful intercourse and urination, urgency, vaginal discharge, vaginal dryness, itching and burning. A cystoscopy with excision of the mesh; specimen noted to be vaginal mesh, size 2 x 0.5 cm fragment of synthetic mesh tissue, was performed on (B)(6) 2014.